Event description:
A confirmed motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by the pt having a MRI on (B) (6) 2009. An alarm was heard once after the pump updated. There were no critical alarms heard. The last motor stall was noted on (B) (6) 2009 and recovered on (B) (6) 2009. The pt did not have symptoms. The medications being delivered via the device system were dilaudid, fentanyl and bupivicaine. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).